Event description:
Patient to ccl (critical care laboratory) for cerebral angiogram and possible cerebral thrombectomy. It was an emergency cerebral thrombectomy case for a stroke. The defective microcatheter was prepared per IFU by the xray/scrub tech then handed to the neurointerventionalist who introduced the microcatheter to the patient as part of the thrombectomy procedure. When the device got to the basilar artery, aspiration thrombectomy was performed but lost suction in the process. When the catheter was taken out, a piece/pieces of it broke off but everything was taken out of the patient eventually. Velocity microcatheter replaced by different vendor microcatheter and procedure continued. Thrombectomy completed and patient sent to ICU.